Event description:
A customer in (B)(6) notified biomérieux of obtaining false positive cefoxitin (oxsf) screen results for two staphylococcus aureus isolates while using the vitek® 2 ast-p631 test kit (reference 414961, lot 7310939403) with software version (B)(4). The customer confirmed the isolates were from two separate patients. The isolates were also tested via alere pbp2a and cefoxitin disc diffusion; the results were negative and sensitive respectively. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux will initiate an internal investigation.

Manufacturer narrative:
This report was initially submitted following notification from a customer in france regarding false positive cefoxitin (oxsf) screen results for two staphylococcus aureus isolates while using the vitek® 2 ast-p631 test kit (reference (B)(4), lot 7310939403) with software version 8.01. The customer confirmed the isolates were from two separate patients. The isolates were also tested via alere pbp2a and cefoxitin disc diffusion; the results were negative and sensitive respectively. A biomérieux internal investigation was completed. Strain 2- the identification to s. Aureus was confirmed with vitek® ms v3 (kb v3.2) . Alternate method results: pcr meca/mecc : negative. Cefoxitin disk diffusion: 26.5 mm, susceptible. The oxacillin reference method (ad) gave susceptible results (0.125 mg/l). Vitek® 2 ast-p631 cards from customer lot (7310939403,cl) and a random lot (7310787203, rl) were tested from cba (cos bmx) subculture. Vitek® 2 ast-p631 results: ox mic <= 0.25 mg/l s on both lots. These ox values are within essential agreement compared to the reference ad mic (0.125mg/l) without any category error. Oxsf test results were obtained negative on both lots tested. The negative oxsf tests are correlated with the disc diffusion results. Conclusion: the customer positive oxsf tests on vitek® 2 ast-p631 card were not reproduced. Vitek® 2 ast-p631 results are in agreement compared to reference methods. The vitek® 2 ast-p631 cards, lot #7310939403, met final qc release criteria. This lot passed qc performance testing.